Event description:
It was reported that bd posiflush-xs / sf tip broke. The following information was provided by the initial reporter: when making a venous return with the bd saline syringe already in place on the ramp, unusual noise and air entering the syringe. Valve closed and syringe screw thread broken in the ramp. Proven consequences: tap unusable, ramp to be replaced, no clinical consequences for the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 4354358. The review did not reveal any possible non-conformances detected during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two (2) physical syringe samples, one (1) manifold sample, and six (6) picture samples were received for evaluation by our quality team. Through examination of the pictures, the syringe tip was broken off and remaining in the manifold tap. One (1) of the syringes returned was unopened and in the original blister packaging. The other syringe returned had a visibly broken off tip that was inside of the manifold, confirming the reported incident. The nature of the damage observed to the luer syringe component does not appear to be molding or manufacturing related. The damage to the luer and the fact that it appears to have been completely fused with the accessory device would suggest that the most probable cause is the interaction between both taper locks. This is the first report received for this type of incident on material number 306572 and lot number 4354358. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.